Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in united kingdom it was reported that the patient faced five infusion sets leakage events on (B)(6) 2025. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6010689 have already been previously tested in the (B)(4) on (B)(6) 2025. Test results: the reference samples were visually inspected and tested for flow. In additional is found test leak. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6010689 was manufactured according to the work instruction (wi) version 75 manufactured in the line 5, on 07/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 05/may/2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6010689 and no other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on the visual inspection for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and reported malfunction. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.